Event description:
Female cancer pt with history of a previous port malfunction on 3/3/98 (port burst), was taken to same day surgery for replacement of a non-functioning port. The prt would not flush and appeared to have clotted off. The physician replaced it rather than risk forcing it open, which could have caused a rupture or leak of the port. The pt was not injured in anyway and was discharged in satisfactory condition.